Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 81% stenosed, 3mmx47mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter was engaged, a 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.